Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000092892.

Event description:
Related manufacturer reference number: 1627487-2023-02483. It was reported that the patient was unable to remove their ipg from MRI mode. The ipg does not communicate with external devices. Troubleshooting was unable to resolve the issue. Additionally, the patient experienced ineffective therapy. Surgical intervention may be taken at a later date to address the issues. Investigation was unable to determine which lead attributed to the issue regarding ineffective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A4 correction: the patient's weight was updated. E1 correction: the reporter's information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure. The leads were not replaced nor explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.